Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Postoperative check showed that the right ventricular (rv) lead exhibited loss of capture, failure to sense and low impedance measurements. Chest x-ray confirmed the lead dislodgement. The rv lead was repositioned and successfully implanted. The patient was in stable condition.